Event description:
It was reported to the rep (B)(6) 2013 that a procedure involving ciaglia blue dolphin percutaneous tracheostomy introducer set went wrong. A (B)(6) female with leukemia, coagulopathie, coagulation dysfunction, and bone marrow transplantation, as well as sepsis, underwent tracheostomy dilation. During procedure the pt suffered severe bleeding and the procedure had to be aborted and restored. The pt expired. Update received (B)(6) 2013: "customer tried to dilate the trachea with the 28 fr blue dolphin, huge bleeding occurred, customer tried to insert the tracoe 9,0 tracheostomy tube which wasn't possible, customer dilated again with blue rhino and placed a 9mm tracheostomy tube, bleeding continued, customer made a bronchoscopy and the bleeding could not be localized; after some minutes the whole bronchial system was full of coagulum and the pt could not be ventilated and died after approx 1 hour reanimation." Additional information received (B)(6) 2013 from (B)(6)- critical care: the local cook sales rep has not discussed this reported incident in more detail with the reporting physician. The reporting physician confirmed that he is aware of the contraindication of uncorrected coagulopathy as per the IFU. Apparently the pt received a 'thrombocyte transfusion' (? Platelets) prior to the tracheostomy procedure. The cook rep is not aware of the timing of this transfusion and/or what coagulopathy checks were subsequently made prior to the start of the tracheostomy procedure. The reporting physician has decided to revert to the ciaglia blue rhino device for performing bedside percutaneous tracheostomy.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.